Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of non-sustained oversensing due to noise noted on the right ventricular (rv) lead. Diagnostic imaging was performed, and no anomalies were noted. The lead was capped and replaced to resolve the event and the patient was stable with no consequences.